Manufacturer narrative:
The pump had intermittent buttons response due to a flattened act button dome switch. No unlocked lcd keypad connector noted. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display screen is scratched and cannot see the information displayed on the screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting also found that the pump keypad buttons are stiff and hard to push. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.